Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 810:11. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition. (B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.